Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The driver was returned for evaluation. Visual and optical examination reveals approximately ~3mm of tip has been plastically de formed, with the last ~0.5mm of the tip severely deformed, with minute pieces missing.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off. No patient complications were reported.